Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filed with 250 units of insulin. There was no impact to the customer's blood glucose level. At the time of the call, the customer did not have an additional cartridge to load onto the pump. Multiple attempts were made by tandem¿s technical support to ensure that the customer was able to load a new cartridge onto the pump; however, no additional information regarding this event was provided.